Event description:
An endurant abdominal stent graft system was implanted in a pt for the endovascular treatment of a saccular abdominal aortic aneurysm of an unk size. The aortic neck was 23-24 mm in diameter and 16 mm in length with minimal angulation of 20 degrees. The distal aorta was 27 mm in diameter and just below the gate, the aorta was 21-22 mm in diameter. The iliac arteries were 14-17 mm in diameter with no calcification and some tortuosity. It was reported that after the bifurcated stent graft was implanted, it was not possible to cannulate the gate. The physician elected to try the cannulation via brachial access; however, the physician was still unable to cannulate the gate (MFR report #2953200-2011-01372). The physician then elected to implant another endurant bifurcated stent graft (MFR report# 2953200-2011-01373); however, the delivery system became caught and could not be removed because of the redundant fabric. As the delivery system still could not be removed even after pulling hard and firmly, it was decided to convert the pt to an open surgical repair. No additional clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
(B)(4): results: (conversion to surgical repair). Results/conclusion: (narrowing of the aorta below the gate).